Manufacturer narrative:
Additional information received reported that no marker band was left in the patient, (possibly) washed off (or stay on gauze when sipping it dry) by hospital staff before packing it for collection. There was no injury to patient for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the avf. It was reported that after deflation, the balloon got stuck in the vessel and fractured upon retrieval. The detached component was removed from patient by surgery. Procedure was completed with another reef balloon.

Manufacturer narrative:
Device evaluation: the device was found broken. The balloon was radially broken on the proximal side. The distal portion of guide wire tube was stretched. One marker was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.